Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hypoglycemia and passed out in class and was taken to the hospital on (B)(6) 2026. No further information available.